Manufacturer narrative:
Additional information received on 1dec2021 update on: b5:describe event or problem.. E1:initial reporter first name. Additional information received on 3aug2021 update on: b5:describe event or problem. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. One week after spaceoar placement, the patient had magnetic resonance imaging (MRI). The patient was having some rectal irritation and intermittent bleeding since the spaceoar was placed. He did not inform the physician until (B)(6) 2021. The physician reviewed the magnetic resonance imaging (MRI) again and it looks like the spaceoar was in the rectal wall. The physician performed gastrointestinal (gi) scoped in the rectum and they saw 2cm ulcer superficially and he may seen the gel material through the ulcer. The physician thinks on the cone-beam computed tomography systems (cbct) spaceoar may have drained out into the rectum as there was less of it on the original MRI. He also think that laser ablation created a lot of scar tissue between the prostate and rectum and made it hard to find a plane for hydrodissection which increased the risk for rectal wall injection. He recommended to halt the radidation and start the androgen deprivation therapy (adt) to "hold" the prostate cancer and wait for the ulcer to heal (6 to 8 weeks usually), repeat a scope, and if healed then they can proceed with radiation but would need to add fractions to make up for the lost dose (2 to 4 fractions depending on the time gap). The patient was reported to be doing better. He already received 7/28 fractions. On august 3, 2021, additional information received stating that patient's ulcer had nearly healed, seen on a scope about 2.5 months after boston scientific became aware of this event. The patient has not had pain for the last month and has responded well to steroids. The patient's prostate cancer has remained untreated for the last 2.5 months, additional radiation therapy is needed to make up for the delay in treatment. During this time, the patient's rectum has already been compromised by the prior laser ablation and by the ulceration that occurred. The physician will be adding a maximum of one extra fraction of radiation, as to not compromise the patient's rectum. On december 1, 2021, additional information was received stating that they waited three months for the patient to heal and they added one more fraction at the end. The patient healed up nicely and the patient did very well during the treatment.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. One week after spaceoar placement, the patient had magnetic resonance imaging (MRI). The patient was having some rectal irritation and intermittent bleeding since the spaceoar was placed. He did not inform the physician until (B)(6) 2021. The physician reviewed the magnetic resonance imaging (MRI) again and it looks like the spaceoar was in the rectal wall. The physician performed gastrointestinal (gi) scoped in the rectum and they saw 2cm ulcer superficially and he may seen the gel material through the ulcer. The physician thinks on the cone-beam computed tomography systems (cbct) spaceoar may have drained out into the rectum as there was less of it on the original MRI. He also think that laser ablation created a lot of scar tissue between the prostate and rectum and made it hard to find a plane for hydrodissection which increased the risk for rectal wall injection. He recommended to halt the radidation and start the androgen deprivation therapy (adt) to "hold" the prostate cancer and wait for the ulcer to heal (6 to 8 weeks usually), repeat a scope, and if healed then they can proceed with radiation but would need to add fractions to make up for the lost dose (2 to 4 fractions depending on the time gap). The patient was reported to be doing better. He already received 7/28 fractions. On august 3, 2021, additional information received stating that patient's ulcer had nearly healed, seen on a scope about 2.5 months after boston scientific became aware of this event. The patient has not had pain for the last month and has responded well to steroids. The patient's prostate cancer has remained untreated for the last 2.5 months, additional radiation therapy is needed to make up for the delay in treatment. During this time, the patient's rectum has already been compromised by the prior laser ablation and by the ulceration that occurred. The physician will be adding a maximum of one extra fraction of radiation, as to not compromise the patient's rectum.

Manufacturer narrative:
Additional information received on 3aug2021 update on: b5:describe event or problem block b3: the exact date of the event is unknown. The provided event date, 1may2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. One week after spaceoar vue placement, the patient had magnetic resonance imaging (MRI). The patient was having some rectal irritation and intermittent bleeding since the spaceoar vue was placed and informed his physician on (B)(6) 2021. The physician reviewed the magnetic resonance imaging (MRI) again and it looks like the spaceoar vue was in the rectal wall. The physician performed a gastrointestinal (gi) scope in the rectum and they saw 2cm ulcer superficially. The physician reported, he may have seen the gel material through the ulcer. The physician thinks on the cone-beam computed tomography systems (cbct) spaceoar may have drained out into the rectum as there was less of it on the original MRI. He also thinks that laser ablation created a lot of scar tissue between the prostate and rectum and made it hard to find a plane for hydrodissection which increased the risk for rectal wall injection. The patient was reported to be doing better. The patient has already received 7/28 fractions.